Manufacturer narrative:
Narrative text. Additional information: section h6: evaluation codes; section h10: narrative text. Additional information indicated on postoperative day (pod) 9, the patient was taken back to the or for a new valve replacement with bioprosthetic surgical aortic valve and evacuation of a pleural effusion. The postoperative course was complicated by acute respiratory failure, pneumonia, atrial flutter, pulmonary hypertension, and dvt. The patient acutely decompensated and developed a new metabolic acidosis requiring reintubation with additional supportive medications. Despite full medical support and evaluation, the patient expired 11 days after the surgical valve implant. There was no evidence or allegation by the physicians that the surgical aortic valve caused or contributed to the patient¿s death. In this case, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve was not provided. Although the exact cause of death was not provided, available information suggests respiratory issues and patient factors may have contributed to the death. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information indicated on postoperative day (pod) 9, the patient was taken back to the or for a new valve replacement with bioprosthetic surgical aortic valve and evacuation of a pleural effusion. The postoperative course was complicated by acute respiratory failure, pneumonia, atrial flutter, pulmonary hypertension, and dvt. The patient acutely decompensated and developed a new metabolic acidosis requiring reintubation with additional supportive medications. Despite full medical support and evaluation, the patient expired 11 days after the surgical valve implant. There was no evidence or allegation by the physicians that the surgical aortic valve caused or contributed to the patient¿s death.

Manufacturer narrative:
An error was made in the g4 date of the first supplemental MDR submitted on (B)(6)2020. Additional information received indicated the possible cause of death, but did not provide information concerning the reason for the sapien 3 valve explant. The reason for the valve explant is not known at this time. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by the edwards implant patient registry, as found during an on-line obituary search, a mitral valve replacement (mvr) patient expired from unknown causes 19 days post implant of a 26mm sapien 3 valve in the native mitral position. Medical record review revealed during an off-label mvr procedure, a sapien 3 valve was implanted in the native mitral valve via an open sternotomy. A planned CABG procedure, with the right open saphenous vein harvest, was also performed. Post mvr, the patient became ¿severely¿ hypotensive. Echo indicated ¿a fair amount¿ of clots around the right atrium. Tee indicated the sapien 3 valve was functioning properly. On postoperative day (pod) 1, the patient was returned to surgery. Active bleeding from one of the branches from the vein graft was observed. Extensive cleaning of the pericardial cavity was performed. The patient stabilized and was returned to the cticu. The sapien 3 valve remained implanted in the patient. No further information regarding the sapien 3 explant and the patient death is available at this time.